Event description:
It was reported that the user experienced elevated blood glucose (bg) while using the ilet and attempted to correct the rise by announcing several meals, despite typically not using meal announcements. Symptoms included high blood glucose peaking at 400 mg/dl. Outcomes included no reported need for medical intervention. Investigation included review of device report logs and remote troubleshooting and education. Investigation of this case revealed that the user¿s use of meal announcements for corrective action could lead to maladaptive algorithm learning and suboptimal glucose control. It was concluded that the device functioned as designed and that user technique contributed to the event, with education provided to discontinue using meal announcements for correction.